Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The drill head was found to be broken free from shaft and the shaft was dramatically bent. Further investigation determined the root cause was most likely due to excessive force being placed on the drill during use. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the neck of the endoscopic drill bit broke in the femur tunnel during use. The broken piece was removed with a grasper and probe. A back-up device was available to complete the procedure. No patient injury or complications were reported.